Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence and a pelvic organ prolapse on (B)(6) 2007 and the ams apogee vaginal vault prolapse repair system was implanted. On (B)(6) 2008, the pt was implanted with bard avaulta plus biosynthetic support system. On (B)(6) 2010, the pt was implanted with mesh. The pt experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.